Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that the impella cp was moved by the physician and the impella cp got pulled into the aorta. The physician attempted to recross the aortic valve with the impella cp. However, attempts were unsuccessful. The impella cp was explanted. The patient survived the procedure.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement during repositioning of the pump.